Event description:
It was reported that the patient expired. A merlin.net transmission showed multiple tachy episodes. It was suspected that since the vt zone was programmed as a monitor zone, the patient may have experienced a slow vt during the initial episodes that was not treated. The patients heart rate varied between the vf zone and sinus zone which prolonged the time to eventual therapy, at which point hv therapy was not able to rescue the patient.